Event description:
Reporter indicated that a pt came to the physician's office because he could not feel vns stimulation. A system diagnostic test at the office visit showed high lead impedance. Attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.